Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarming during fil 1 of 6 for air detected in the cassette and noticing fluid leaking from the stay safe connector. Treatment was cancelled. The patient¿s peritoneal dialysis nurse (pdrn) was notified. The sample set was retained but has not been made available for evaluation. During follow up, the patient reported there were no serious injuries or complications. The patient was prescribed prophylactic antibiotics (unspecified). There are no adverse events reported at this time.